Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Event description:
Consumer reported complaint for hi. The expected fasting blood glucose test result range is 175 -220 mg/dl (2 hours after meals) the customer feels well and did report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the living room. During the call on (B)(6) 2017, a back to back blood test was not performed. The test strip lot manufacturer's expiration date is 02/28/2018 and open vial date is a few weeks ago. The meter memory was reviewed for previous test result history: (B)(6). Customer called in states the meter is reading hi display. Customer states the meter read his wife's reading at 102 mg/dl but is reading his results as hi display. Customer states he will follow up his doctor for a routine appointment and have his glucose checked there at 11 am.